Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the packaging of the box was not sealed on the inside. There was no negative impact on the patient's health and the procedure was concluded by placing another implant from the doctor's stock.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite tapered certain implant (int510) was returned for investigation. Visual/physical evaluation of the as returned device identified no packaging. The device was returned outside of its original packaging and vial without any damage. Packaging could not be verified since it was not returned. Therefore, the reported event/coob could not be verified. DHR review for the lot (2021071463) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2021071463) and no similar event or complaint was found. (Complaint category keyword: damaged or un-sealed sterile barrier). Based on the investigation and risk management file review, the most likely root cause determined was improper handling of device/packaging outside of zimvie controls. Therefore, based on the available information, the reported malfunction and event/coob could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.